Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5055983) on 22-oct-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of arthralgia ('severe pain in my hips') and abdominal pain ('abdominal cramps during times that I'm not on my period / severe pain in my abs') in a female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced arthralgia (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods / period was now every day of the month"), dyspareunia ("discomfort during and after sex") and rash papular ("rash looking bumps on my arms, legs, and left side of chest"). The patient was treated with surgery (emergency hysterectomy). Essure was removed. At the time of the report, the arthralgia outcome was unknown and the abdominal pain, menorrhagia, dyspareunia and rash papular had not resolved. The reporter provided no causality assessment for abdominal pain, dyspareunia, menorrhagia and rash papular with essure. The reporter considered arthralgia to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no evidence of a quality defect. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: case upgraded to serious incident - new event "severe pain in my hips" added; event "abdominal cramps during times that I'm not on my period" updated to "abdominal cramps during times that I'm not on my period / severe pain in my abs" and marked as serious incident. New reporters added, case classified as a potential legal case; secondary reporter's type updated to regulatory authority, patient's initials updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.